Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection confirmed the reported condition; a leak (backflow) was observed at the fill port when the fill port cap was removed. Further visual inspection identified the cause to be a tiny acrylic particle approximately 1.8 mm in size, located under the check-band. Initial evaluation confirmed the reported condition. The cause of the particulate matter was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The batch was manufactured between february 19, 2013 - february 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that backflow was observed from the fill port of an infusor. This occurred during filling with saline. There was no patient involvement. No additional information is available.